Manufacturer narrative:
B5: medwatch report # mw5116467. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was communicated via a medwatch form that the patient's driveline culture was positive for coagulase-negative staphylococci during admission in 2021. A computed tomography (CT) scan of the chest, abdomen and pelvis was negative for abscess. During admission for infection in 2022, the patient was taken to the operating room for a debridement of the driveline, at which time the surgeon noted pockets of purulence extending up the driveline but not extending to the pump. A CT scan revealed hepatic abscesses; a CT-guided aspiration was performed in 2022.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with a driveline infection. Staphylococcus aureus (staph a) was identified, and the patient was treated with vancomycin intravenously while admitted. The patient was discharged on 500mg of cefadroxil twice daily for 28 days. On (B)(6) 2021, the patient was admitted with bacteremia and staph a. The patient was given cefazolin intravenously in the hospital, and was discharged on 600 mg linezolid twice daily through 03sep2021, and then 1000 mg of keflex 4 times per day indefinitely. On (B)(6) 2022, the patient had incision and draining with a vacuum assisted wound closure (wound vac). On (B)(6) 2022, bacteremia and staph a cultures were identified. The patient was given cefazolin intravenously inpatient and for 6 weeks outpatient through (B)(6) 2022, followed by 500 mg keflex taken orally 4 times per day indefinitely. On (B)(6) 2022, the patient was admitted with bacteremia and pseudomonas aeruginosa (pseudomonas a) and was treated with intravenous vancomycin, meropenem, and tobramycin and was discharged on 750 mg cipro taken twice daily and 1000 mg keflex taken four times daily forever. The patient was not deemed a pump exchange candidate due to drug use at this time. On (B)(6) 2022, the patient was admitted with bacteremia and pseudomonas a and was treated with cefepime intravenously. The patient was discharged on 2000 mg intravenous cefepime every 8 hours for 3 weeks. After 3 weeks, the treatment was reassessed and the patient continued on cefepime IV through (B)(6) 2022. The treatment was reassessed again and the patient was to continue on IV cefepime until (B)(6) 2023. On (B)(6) 2022, a culture from the driveline site was positive for pseudomonas a.

Manufacturer narrative:
Health effect - clinical code: bacteremia. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.